Event description:
It was reported while doing a trochanteric fixation nail (tfn) surgery, the helical blade was not able to pass through the nail; it was getting caught on the nail. The surgery was successfully completed using a new helical blade, nail and new set of instruments. There was surgical delay of more than one hour reported. This is report 3 of 8 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the returned 357.366 aiming arm was received in fairly worn condition with several markings along its length. The device was manufactured in 7/2011 and is over three years old. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. Therefore, a review of the assessment is not applicable for this device. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.